Manufacturer narrative:
The reported issue of high lead impedance was confirmed. Device was received in normal mode. Testing in as received condition indicated high atrial lead impedance and no atrial output in bipolar mode. Device functionality was normal when tested in unipolar mode. Analysis of device image indicated average monthly voltage, current, and magnet rate trends were normal. Header connection and contact springs were analyzed and no anomalies were found. Device was cut open for visual examination and probing of the internal components, including the header to hybrid interface. No anomalies were found on the header, feedthrough, and hybrid components. After reloading product code, the device regained all functionality and none of the anomalies could be reproduced. These anomalies are consistent with effects of code corruption, but the cause of code corruption could not be determined, despite extensive testing. Further testing was performed including automated test equipment, physical stress and temperature cycle, with normal results. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that upon connecting the atrial lead to the device during an implant procedure, high pacing lead impedance was observed. The lead showed normal impedance values after disconnecting from the device. The physician elected to replace the device and the atrial lead was connected with normal impedance values. The procedure was completed without any adverse consequences to the patient.